Event description:
It was reported that the patient underwent a revision surgery to remove two broken screws. No additional surgical information or additional patient impacts were provided. This is report two of two.

Manufacturer narrative:
Additional information in d6: results and conclusions. The device was not returned and no photos or x-rays were provided, so an evaluation was unable to be performed. Therefore, there are no findings available and the cause cannot be determined. The lot number was not provided so the DHR cannot be reviewed.

Manufacturer narrative:
PMA/510(k) number: k171907 or k150896. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00512. [Mw5090372.pdf].

Event description:
It was reported that the patient underwent a revision surgery to remove two broken screws. No additional surgical information or additional patient impacts were provided. This is report two of two.